Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system 18 g x 1.00 in the stylet separated. The following information was provided by the initial reporter: detailed description: when needle/catheter was inserted into the patient¿s vein and the needle was attempted to be removed, the needle remained in the catheter and in the patient¿s vein but the safety wire was removed. It was observed that the safety wire had been detached from the needle leaving the needle and catheter in the patient¿s vein. Sample saved? Yes . Biohazard? Yes.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2235998. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample was submitted to our facility, current customs law in china prevents the importation of used medical devices. Images of the device were taken at a third-parry location and submitted for review by our quality engineers. Based on the images of the junction surface of the needle, characteristic markings suggest an issue with the crimping process contributed to this event. Crimping malfunctions can be further evaluated through the analysis of the guidewire component, which was not returned with the affected device. Unfortunately without this component our engineers were not able to further narrow down the root cause for this event.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system 18 g x 1.00 in the stylet separated. The following information was provided by the initial reporter: detailed description: when needle/catheter was inserted into the patient¿s vein and the needle was attempted to be removed, the needle remained in the catheter and in the patient¿s vein but the safety wire was removed. It was observed that the safety wire had been detached from the needle leaving the needle and catheter in the patient¿s vein. Sample saved? Yes. Biohazard? Yes.